Event description:
Breast augmentation, silicone. Ringing in ears, migraines, hearing loss, chest and shoulder pain, brain fog, shortness of breath, hair loss, impaired vision, excessive bruising, memory loss, rashes, night sweats, dry skin, red dry eyes, weight gain, muscle pain after exercise.